Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 02/26/2025.

Event description:
It was reported the subject device had green image. The issue was found during sedation lap scopic fundoplication procedure that was completed with a similar device there were no reports of patient [harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to charged coupled device broken image was green. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.